Event description:
The hospital alleges that a 91496 command module did not alarm during an episode of tachycardia. Hospital staff assigned to the central monitoring station quickly noted that the pt was experiencing an event and immediately called a code blue. The staff responded quickly to tend the pt, who later died.

Manufacturer narrative:
A labs field svc person at the hospital tested the command module unit with a simulator and confirmed that the device would generate alarms. The unit was returned to spacelabs for further analysis, and we determined that the module operates to spec. We additionally confirmed that the command module's settings, as configured by the hospital, were set, so there would be no alarm, tone, or commencement of record features for tachycardia. Finally, we rec'd the pt ECG strip printout and concluded the ECG activity indicated did not represent a tachycardia event. Less than 1 minute and 40 seconds elapsed between the onset of the ventricular event and the first defibrillation attempt.